Event description:
During pentax internal review it was discovered on (B)(6) 2021 that the event was not reportable but filed under MDR (9610877-2021-10214) which was submitted on (B)(6) 2021. This complaint is not reportable to u.s. FDA because sha-p5 leak tester, manufactured by pentax, is distributed by pentax only in ous countries (outside of the u.s.). Pentax does not distribute a similar device manufactured by pentax. Pentax distributes zutron leakage testers in the u.s. Manufactured by zutron medical (OEM). This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
During pentax internal review it was discovered on (B)(6) 2021 that the event was not reportable but filed under MDR (9610877-2021-10214) which was submitted on (B)(6) 2021. This complaint is not reportable to u.s. FDA because sha-p5 leak tester, manufactured by pentax, is distributed by pentax only in ous countries (outside of the u.s.). Pentax does not distribute a similar device manufactured by pentax. Pentax distributes zutron leakage testers in the u.s. Manufactured by zutron medical (OEM). This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: it was caused due to the device worn out. This report is being filed as part of the pentax backlog management plan.

Event description:
The shap5 did not hold the pressure. There is no damage visible. No pictures available. This event occurred at the time of reprocessing there was no report of patient harm.